Event description:
Information was received indicating that a beep alarm occurred to a smiths medical cadd-legacy® 6500 pump with unknown information displayed on the screen. It was thought that it was due to the no disposable, clamp tubing alarm. There were no reported adverse patient effects.